Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and affected part(s). During the procedure, the message "tube hot, have a break" and after 15 minutes the message "no xray: tube too hot" was displayed on the monitor. The reason for the first message is that the x-ray tube has run hot by excessive fluoroscopy/acquisitions. The reason for the following message is that the x-ray tube has run too hot by excessive fluoroscopy/acquisitions or by a defect in the cooling system. To protect the x-ray tube from further damage, the xray is no longer available. These messages are described in detail in our instructions for use: chapter 13 "system messages / troubleshooting"; sub-chapter 13.6.7 if the tube is too hot. Siemens service checked the x-ray tube as well as the cooling unit. The cooling unit was replaced and cooling medium refilled. After hardware replacement there were no further issues and the system works as intended. After considering the available data, our system experts consider the following possibilities to be probable: the cooling system of the x-ray tube has not been filled with water as described in the instructions for use. The evaporation of water through the cooling hoses of the system was so high that it significantly reduced the cooling capacity of the system. A field corrective action for the installed base is in progress and will be submitted to the FDA accordingly. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.